Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was admitted to the hospital for lightheadedness. Pauses in the patient's rhythm were observed on an external monitor; the device was tested in doo configuration but the pauses persisted until high output pacing was performed. A revision procedure was performed at which time the physician visualized a broken conductor at the site of insertion into the vein. The lead was surgically abandoned and a new rv lead implanted without further consequence to the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was admitted to the hospital for lightheadedness. Pauses in the patient's rhythm were observed on an external monitor; the device was tested in doo configuration but the pauses persisted until high output pacing was performed. A revision procedure was performed at which time the physician visualized a broken conductor at the site of insertion into the vein. The lead was surgically abandoned and a new rv lead implanted without further consequence to the patient. No additional adverse patient effects were reported.